Event description:
A pt was skin tested on the left forearm. There was no response at the test site. The pt was injected with 1.5cc of bovine collagen in the nasolabial folds and upper vermilion border without incident. Four days following treatment, the pt noticed their lips were beginning to swell. The next day the nasolabial injection sites turned red and became lumpy. The day after that, in addition to the other symptoms, all injection sites began to itch and the pt's lips developed clear blisters. Pt denies any pain at the treated areas. The physician diagnosed hypersensitivity to bovine collagen and herpes simplex. The pt was treated with valtrex - p.o., a medrol dosepak - p.o., and topical hydrocortisone cream.